Event description:
It was reported that there was t-wave oversensing (twos) in non-sustained ventricular tachycardia episodes one day post implant. The sensitivity was reprogrammed and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: save to disk file not available, no s2d analysis data was reviewed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1056t competitor implantable pacing lead (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.